Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. In turn, reprogramming was successful. Reportedly, therapy was restored post reprogramming.

Manufacturer narrative:
Patient's date of birth was unintendedly excluded in the initial report. This report contains missing data.